Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) appears to be related to patient and procedural conditions/user technique and due to prolapsed posterior leaflet, challenging imaging and procedural conditions associated with repositioning the clip. Image resolution poor is related to procedural conditions and due to suboptimal imaging quality. Tissue injury and foreign body in patient appear to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). The reported patient effect of tissue injury/damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed - posterior leaflet, thickened leaflets and a pre-existing chordal rupture, for a mitraclip procedure. During the procedure, an attempt was made to place the clip at medial anterior and posterior leaflet 2(a2/p2). Mr reduction was insufficient. While repositioning the clip, the posterior leaflet was caught on the gripper. Troubleshooting was performed and was successful. The clip was rotated for next grasping attempt. Leaflet capture was unsatisfactory, as a result the clip was re-oriented. The leaflet was entangled with posterior gripper. Attempts to free the leaflet were unsuccessful. A flail chord was observed to be wrapped around the gripper. The decision was made to deploy the clip and place a second clip xt lateral to first clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed - posterior leaflet, thickened leaflets and a pre-existing chordal rupture, for a mitraclip procedure. During the procedure, an attempt was made to place the clip at medial anterior and posterior leaflet 2(a2/p2). Mr reduction was insufficient. While repositioning the clip, the posterior leaflet was caught on the gripper. Troubleshooting was performed and was successful. The clip was rotated for next grasping attempt. Leaflet capture was unsatisfactory, as a result the clip was re-oriented. The leaflet was entangled with posterior gripper. Attempts to free the leaflet were unsuccessful. A flail chord was observed to be wrapped around the gripper. The decision was made to deploy the clip and place a second clip xt lateral to first clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.